Event description:
It was reported that ongoing occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and required no third-party assistance. Customer technical support instructed the caller to disconnect from the site and performed a series of diagnostic steps, which led to the successful completion of a bolus. Customer changed infusion set and cartridge and resumed insulin.